Manufacturer narrative:
Method: actual device not evaluated. Conclusion: failure to follow instructions. Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, retain testing, and system risk analysis. The batch record was not performed as the lot number was not available. Supplier evaluation was not performed as the issue was not identified to be a functional or manufacturing issue. Retain testing was not performed as it was not identified to be a manufacturing issue. The system risk analysis (sra) was reviewed for the issue of procedure related and the risk was determined to be "low risk." The assignable cause of the issue is failure to follow instructions. The customer stated they were using the product beyond the 14-day reuse period. The instructions for use (IFU) states the product must be discarded after 14 days even if the test strips indicate a concentration above the minimum effective concentration (mec). A customer letter is being sent providing proper use of the product. Asp will continue to track and trend the issue. No further investigation is required at this time.

Manufacturer narrative:
Ni

Event description:
A customer reported using disopa solution after its expiration date. The customer stated they used the solution more than 50 times without knowing the expiration date. Per the instructions for use (IFU), it states disopa solution must be discarded after 14-days once the bottle has been opened even if the disopa test strips indicate a concentration above the minimum effective concentration (mec) of 0.3%. There were no serious injuries reported with this event. As a matter of policy, advanced sterlization products (asp) has decided to report cases where a customer uses disopa solution beyond its expiration date.